Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on (B)(6) 2021. And (B)(6) 2021. And did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on (B)(4) 2021. For a procedure on (B)(6) 2021. On system sk2016. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. The vessel sealer extend (vse) instrument pn: (B)(4). Ln: (B)(4). Sn: (B)(4), is a single use item and shows being used in this procedure. While all other reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analysis (afa) engineer completed a vessel sealer log review and found that the e-100 generator logged four instances of ¿high initial starting impedance¿ messages. There was not anything in the logs indicative of an instrument or generator issue and there were no errors across 1 hour and 17 mins of usage with instrument (B)(4).there were 151 successful cuts and the e-100 generator events recorded 172 seal activations. The other 168 seals had no error or associated message. This message indicates the starting impedance of the tissue between the jaws is higher than expected. This was the only vse used during the procedure. Afa found nothing in the logs that was indicative of an instrument or generator issue. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. It was reported that the vessel sealer instrument allegedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. Additionally, the amount of bleeding and administration of four units of blood meets the threshold of a reportable event. Further, there was unplanned medical intervention of a second surgery where the surgeon ¿suture ligated¿ the vessel to control bleeding. At this time, the root cause of the reported issue is unknown. Blank MDR fields: follow-up was attempted, but the patient information in and was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable.

Event description:
It was initially reported that after a da vinci assisted right colectomy procedure was completed without incident and no patient injury on (B)(6) 2021, the patient presented unspecified symptoms later the same day which resulted in a second, open, surgery on (B)(6) 2021. To allegedly repair the ileocolic vessel by unspecified means. It was alleged that the vessel had not sealed properly when the surgeon used a vessel sealer extend (vse) instrument to seal the ileocolic vessel during the initial da vinci procedure. It was reported that the da vinci procedure had completed with use of the same vse instrument throughout the da vinci procedure with no system errors and no issues. Estimated blood loss was unknown. It was also unknown if a blood transfusion was required and what type of medical intervention was required to repair the vessel and control bleeding. The second procedure completed and the patient¿s status was unknown. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon regarding the reported event: after a da vinci-assisted right colectomy procedure was completed without incident, no bleeding, and no patient injury on (B)(6) 2021. The patient presented symptoms of complications on the same day approximately two hours post-operatively while the patient was in the recovery room. Symptoms of complications included tachycardia and hypotension, indicating to the surgeon that there were symptoms of internal bleeding for which a second, open, surgery was performed by the same surgeon on (B)(6) 2021. During the second surgery, internal bleeding was confirmed. There was over 750 ml of estimated blood loss for which four units of blood were administered. The surgeon ¿suture ligated¿ the vessel to control bleeding. It was during the second open procedure that the surgeon alleged that there was an insufficient seal of a vse instrument that had been used on the ileocolic vessel, which was less than 7mm in diameter, during the initial da vinci procedure. The surgeon alleged that the vessel had not sealed properly at the location where the surgeon had initially used a vse instrument to seal the ileocolic vessel to divide and seal the vessel because that was where the bleeding was coming from. The second procedure completed without incident. The patient had a prolonged recovery in the intensive care unit (ICU) but was then discharged home. The patient was reported as currently doing well.